Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery due to cervical degeneration. Intra-op, the top internal hexagonal thread of the product slid. The product came in contact with the patient. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis: visual inspection confirmed the threads of the self tap screw have been damaged. Optical inspection confirmed thread crest flank damage through out the screw threads. Dimensional inspection of the major and minor points of the screw were measured and made to print. This type of damage is consistent with misalignment of the screw during use. If information is provided in the future, a supplemental report will be issued.